Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. On an unreported date in the same month as the onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with ceftazidime intraperitoneally (dosage, frequency, and duration not reported) and bactrim (route, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. On an unreported date in the same month as the onset and after an unknown number of days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis. No additional information is available.